Event description:
It was reported the device was used during an unk procedure. It was reported by the rep jammed. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: the instrument was received with a broken rotating head housing weld, which was to have been sufficiently welded. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to a yielded rotating head housing weld. The instrument was received with a yielded rotating head housing weld. No functional testing could be performed due to a yielded rotating head housing weld. The weld was examined and was found to have been sufficiently welded. The cartridge driver was manually cycled and the instrument fed, fired and properly formed the remaining 7 staples. No conclusion could be reached as to how the rotating head housing weld had yielded. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument?s rotating head housing weld may become compromised if excessive pressure is applied at the distal end of the instrument during firing.